Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a battery issue was confirmed during product evaluation. The root cause of this condition was assigned to depleted main batteries resulting from user error. The main batteries and battery harness were replaced to correct this condition.

Event description:
Baxter (B)(4) field service technician serviced a colleague infusion pump for a battery issue. This condition has the potential to cause an interruption of delivery. It is unknown when or in which care area this event occurred. Patient involvement is unknown. There was no adverse event, patient injury or medical intervention associated with this report. The user interface module master software version is 6.63.92, categorized as remediated. There is no further complaint information available.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The device was evaluated on-site at the customer facility. Baxter's investigation is still in process. A follow-up report will be submitted when additional information becomes available.